Event description:
Reportedly, this device was explanted after appoximately a 2 year, 9 month implant duration due to thrombosed mitral valve mechanical prosthesis.

Manufacturer narrative:
Device not returned.